Manufacturer narrative:
Batch review performed on 12 jan 2026. Liner: mpact 01.32.4052hct flat pe hc liner d 40/g (k122641) lot. 2508241: (B)(4) items manufactured and released on 04 jul 2025. Expiration date: 16 jun 2030. No anomalies found related to the problem. No nonconformities or anomalies were recorded during production or post-market activities. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery after 1 month after the primary due to a dislocation of the head and liner.the surgeon revised the head, liner, and cup to a double mobility system to prevent dislocation. The surgery was completed successfully.